Event description:
It was reported that during preparation of the 5.0x80mm armada 35 balloon dilatation catheter (bdc) during attempted aspiration, continuous bubbles were noted coming into the inflation device. The bdc was not used and replaced with another balloon catheter to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
Visual inspection, functional testing, and scanning electron microscopy (sem) were performed on the returned device. The reported leak was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The balloon was ultimately sent to the scanning electron microscopy (sem) lab for further analysis. The sem report determined the sample was documented as per customer request at the distal and proximal seals, luer bond areas and end of the inflation port. Radial cross sections through the luer revealed areas which suggest a gap may be present in the adhesive bond to the dual lumen. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported leak appears to be related to operational context. There was no damage noted to the balloon dilatation catheter (bdc) during inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis noted there was deformed material at the threads of the inflation port on hub. In this case, it is likely that the inflation device was over torqued during attempts to connect to the hub of the device, resulting in the noted damage to the threads of the hub and subsequently the reported leak. D4: part and lot number updated.